Event description:
It was reported that the pump time was incorrect, cause was unknown. The customer's blood glucose level was 302 mg/dl. During troubleshooting with tandem technical support, the customer corrected the time and resumed insulin therapy.

Manufacturer narrative:
In use at the time of the event:cgm model: unknown.mobile os: unknown.